Event description:
This is report 1 of 4 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient went to the emergency room and was admitted to the hospital. Six days later, the patient was discharged. Treatment was not reported and the cause is unknown. On an unreported date, pd therapy was stopped and the patient was switched to hemodialysis therapy. The pd catheter was not removed. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13l03096 and h14a02115 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).